Event description:
It was reported that customer experienced repeated cartridge alarms during cartridge loading and saw high blood glucose readings labeled as ¿high¿ on the pump. Customer delivered a correction bolus by pump and rested, did not require outside medical help, and planned to use multiple daily injections as backup insulin therapy, while technical support arranged shipment of replacement pump.